Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle came off the thread and the suture material disintegrated and was left in the package. Another suture was opened to complete the case.